Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low" (specific value was not provided), and the meter bg reading ranged from 300-500 mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose to 300-500 mg/dl. Bg was addressed via a correction bolus. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.